Manufacturer narrative:
(B)(4).

Event description:
It was reported that allegedly one of the magec rods was no longer lengthening. The physician revised the magec rod with a new one, without incident.